Event description:
The pt had a pre-existing spine condition. He could not lie flat on his back. The staff propped him up with pillows. When the pt table moved into the bore, it turned out that the pt's head was too high up because of the pillows used, leading to a collision between the pt's forehead and a small ledge inside the bore. As a result of this, the pt received a cut in the forehead.

Manufacturer narrative:
(B)(4). (Eval method): same device type as involved in the incident was inspected. (Conclusion): the ledge is part of the normal construction of the body coil. The edges are rounded off and are not sharp. The info in the complaint clearly indicates the injury was the results of an operator error; using too many pillows caused the pt's head to be too high and as the table was moved in the bore the pt was pressed against the upper side of the bore. It was confirmed the pt's skin was very thin because of old age, and therefore, the injury could occur.